Manufacturer narrative:
Approximately 83.5 cm of the catheter was returned. The device met the requirements for patency, leak, tensile strength and ultimate elongation testing. The distal end of the catheter had a jagged edge. It is unknown how or when the damage occurred. The instructions for use that accompany the device caution that low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks or tears. It is also cautioned that ¿to avoid transection of the catheter, the catheter should never be withdrawn through the tuohy needle. If the catheter needs to be withdrawn, the tuohy needle and catheter must be removed simultaneously.¿ a review of the manufacturing records showed no anomalies. All of the catheters are 100% inspected at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the lumbar catheter was found to be fractured during the procedure. According to the report, the physician tried to puncture the catheter from l 3/4 position, but the constriction was too strong. The report stated the insertion and removal of catheter was conducted multiple times. It was also reported approximately 7 cm of the catheter remains in the patient. Reportedly, the patient is under observation.